Event description:
The surgeon reported via the stryker distributor in (B)(6) that the g&k nail was found to be broken. Patient was revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.